Manufacturer narrative:
H.6. Investigation summary: one photo was received and evaluated. The photo depicted a vertically positioned 1ml ll syringe with tip pointing up. It contained 0.1ml of clear liquid in the fluid path and had stopper drawn to 0.2ml line. White fibrous foreign matter was observed to be on top of the stopper in the fluid path. However, due to out of focus photo, it could not be clearly evaluated nor identified. The received report stated the foreign matter to be polyurethane. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Machine and material evaluation was conducted. Clean foam swabs are used to aid in machine cleaning. They were found to match the composition and color of the foreign matter reported ¿ white polyurethane. Potential root cause for the foreign matter is likely due to improper machine cleaning. It is possible a piece of foam swab got caught on metal tooling and a small piece became detached and made its way into the syringe barrel during assembly process. No corrective actions are necessary based on the defective rate identified. Batch 8164891 is considered in compliance with our product specification requirements. H3 other text : see section h.10

Event description:
It was reported that the syringe 1ml ll w/o dn experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: initial email: user facility qa has received a product complaint related to foreign matter concerns. The complaint is related to catalog number 8164891. (B)(4) , 1ml syringe. Complaint description: the reporter stated the there was a white and fuzzy piece of foreign matter fixed (not free floating) the end of the plunger on the solution side of the syringe. Syringe lot number:8164891. Return component status: the syringe was returned to the user facility and the complaint was confirmed. The white particle was tested by user facility qc via a spectrometer and identified to be polyurethane.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ll w/o dn experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: initial email: user facility qa has received a product complaint related to foreign matter concerns. The complaint is related to catalog number 8164891, 309628, 1ml syringe. Complaint description: the reporter stated the there was a white and fuzzy piece of foreign matter fixed (not free floating) the end of the plunger on the solution side of the syringe. Syringe lot number:8164891. Return component status: the syringe was returned to the user facility and the complaint was confirmed. The white particle was tested by user facility qc via a spectrometer and identified to be polyurethane.